Manufacturer narrative:
H.6. Investigation: bd received one (1) shelf pack of samples and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for decapping was observed. The photos show some hemogard shields which appear to not be fully seated on the tubes. Additionally, twenty-nine (29) out of one hundred (100) customer samples were evaluated by functional stopper pullout testing and the indicated failure mode for decapping with the incident lot was observed. Seven (7) out of twenty-nine (29) customer samples failed the functional stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of decapping based on the provided photos and returned sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#3741863. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 1440 times. The following information was provided by the initial reporter. The customer stated: "phlebotomists and medical technologists still observing the same tube cap loosening as reported in previous pir last march 2021. Caps were initially opened to transfer specimen via syringe method but were properly replaced by doing downward screwing motion, and despite these measures, users still observed loosened cap or easily loosened." Incidents reported of the user being exposed at work station; user wearing ppe. No medical interventions reported.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 1440 times. The following information was provided by the initial reporter. The customer stated: "phlebotomists and medical technologists still observing the same tube cap loosening as reported in previous pir last march 2021. Caps were initially opened to transfer specimen via syringe method but were properly replaced by doing downward screwing motion, and despite these measures, users still observed loosened cap or easily loosened." Incidents reported of the user being exposed at work station; user wearing ppe. No medical interventions reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2021. H.6. Investigation: bd received 1 shelf pack of samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for decapping was observed. The photos show some hemogard shields which appear to not be fully seated on the tubes. Additionally, 29 out of 100 customer samples were evaluated by functional stopper pullout testing and the indicated failure mode for decapping with the incident lot was observed. Seven (7) out of 29 customer samples failed the functional stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of decapping. CAPA#1875009 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 1440 times. The following information was provided by the initial reporter. The customer stated: "phlebotomists and medical technologists still observing the same tube cap loosening as reported in previous pir last (B)(6) 2021. Caps were initially opened to transfer specimen via syringe method but were properly replaced by doing downward screwing motion, and despite these measures, users still observed loosened cap or easily loosened." Incidents reported of the user being exposed at work station; user wearing ppe. No medical interventions reported.